Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a decrease in impedance values. The implantable cardioverter defibrillator (ICD) was also explanted due to other non-product experience. The patient received a new system. No additional adverse patient effects were reported.